Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine change out of the implantable cardioverter defibrillator. During the procedure the wrench was unable to seat the screw in the atrial port of the new device. It was noted that the wrench worked successfully with all other setscrews in both the explanted and new device. A new wrench was attempted, and it was determined not to be a wrench-related issue. The physician used forceps to manipulate the sealing ring around the atrial screw of the new device, and successfully seated the setscrew and connected the lead. The lead tested well through the new device and had measurements consistent with the previous device. The patient was in stable condition.